Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of 289 ohms compared to the pace impedance measurement of 750 ohms at implantation, which occurred fifteen (15) days previously. Based on the decrease in impedance, a computerized tomography (CT) image was taken which confirmed the lead had perforated the heart. Surgical intervention was required to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Event description:
This supplemental report is being filed based on completion of device analysis.